Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the stent delivery system was returned for analysis. The stent was not returned for analysis. The crimped stent outer diameter was measured and is within specification. Stent dislodgement most likely occurred due to interaction of the stent with the non-bsc guide extension catheter. The balloon body was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded on the distal balloon cones and were not subjected to positive pressure. Crimp stent markings were visible on exposed balloon wall indicating that the stent was crimped on the balloon prior stent detachment. The tip was visually and microscopically examined and no signs of damage were noted. A visual and tactile examination found multiple kinks along several locations of the hypotube shaft. This type of damage is consistent with excessive force being applied on the delivery system. A visual and tactile examination of the outer and the inner lumen and mid-shaft found no issues with the extrusion shaft. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The 99% stenosed target lesion was located in the severely calcified and severely tortuous left circumflex artery. A 2.50x28 mm synergy¿ stent was used to treat the lesion; however, the device was unable to cross the lesion. The device was then used with a non-bsc guide catheter, however, it was still unable to cross. Upon removal, the stent caught with the non-bsc guide catheter and was dislodged inside it. Both devices were retrieved and the procedure was completed with a 2.5x24 mm synergy¿ stent. No patient complications were reported and patient's status was stable.